Event description:
Full thickness (3rd stage) burn on right cheek.

Manufacturer narrative:
The system was tested, and no anomalies were found. Service inspection showed that the system works according to specifications. Summary of related investigations the event was result of a triple fault condition, characterized by extremely low probability: 1. Applicator was placed unproperly in a way that part or the whole applicator was in the air and mislead temperature sensors. 2. Since technical inspection did not reveal any failure in patient call button, the only plausible explanation is the patient not pressing the button all the way. 3. Treatment attendant was not in the room despite clear instruction in the IFU not to leave the patient unattended, and could not help the patient by removing the mask or pressing device off button to disable the device. After reviewing of safety record for about 500 devices installed around the world the coincidence of these circumstances looks extremely low.